Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting the user¿s expectations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple low battery warnings associated with the same battery observed in the black box history. There was no evidence of excessive battery usage observed. The pump powered on with the returned battery cap. The battery cap was able to fully tighten and a power loss was not duplicated. There was a crack observed in the battery compartment. Current draws were within specification and there was no moisture or loose components observed when the pump case was removed. Unrelated to the original complaint, the display was dim and discolored.